Event description:
Patient was revised because the cup moved soon after the implant date. Cup was well fixed, but in approx 110 degree inclination angle.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.